Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead had post-operatively exhibited high pacing thresholds and was stimulating the patient's phrenic nerve. The rv and ra leads were explanted and replaced during the lv lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was causing the patient's diaphragm to twitch. During the reported lead revision, insulation damage was noted on the lv lead as well insulation defects on the right ventricular (rv) and right atrial (ra) leads. The lv lead was reportedly removed. It is unknown if any action was taken regarding the rv and ra leads. No further patient complications have been reported as a result of this event.